Event description:
Complaint investigation when a consumer reported receiving a high reading of 272 mg/dl on a medisense precision xtra monitor. Comsumer also tested on another unknown meter and received a reading of 53 mg/dl. Consumer based treatment on the medisense reading and that self treatment was to withold eating. As a result, the consumer had a hypoglycomic event requiring medical intervention. Control solution testing on the device showed that the device read out of range.